Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization procedure, an unspecified stent was impeded in the distal end of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31659836) and could not pass through the microcatheter (mc). The doctor retracted the stent and then removed the microcatheter from the patient. The doctor replaced a new microcatheter to deliver the original stent to complete the procedure. The surgery was prolonged by about 15 minutes. The surgeon had an extra set of hands to support while flushing aligning the enterprise system. -is a push plunge rhv being used was answered as ¿twisted type¿. There was no force needed to remove the delivery wire, the delivery wire was removed smoothly, and the stent was still attached to the delivery wire. No stent was replaced. A second microcatheter of the same product code was replaced. Additional event information received on 10-apr-2026 indicated that a guidewire in the microcatheter was used prior to using the enterprise system. Flushing was done during the procedure. There was no evidence of physical material within the device. An enterprise2 stent was used with the microcatheter. The microcatheter did not kink/bent. The 15 minutes procedure prolongation did not result in a patient adverse consequence.